Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 5.5 pump supporting the patient with cardiomyopathy and awaiting heart transplant. The patient has been on support to date for 83 days. During the support the pump has had persistent suction resolved with patient movement/standing and infusion of fluids. Additionally, there has been hemoptysis that prompted discussions of heparin removal, which did not take place. The pump also had ps issues that triggered false in aorta alarms as well as sleeve damage. None of these malfunction has prompted pump explant. The patient still awaits transplant.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (anticontamination sleeve split/torn) - the cause on the product damage could not be determined as no product or images of the damage were returned. Optical signal issue -the cause of the optical signal issue was patient condition related due to the patients noted odd anatomy causing the pumps positioning to not be adequate. The patient also had volume issues throughout case. Pump suction - the cause of the pump suction was patient condition related due to the patients noted odd anatomy causing the pumps positioning to not be adequate. The patient also had volume issues throughout case. Bleeding: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.